Event description:
It was reported that during an oral procedure, the pt sustained a "smgrade" one burn on the lip from the micro drill medium straight attachment. A readily available alternate attachment was used to complete the procedure. According to additional info received, the pt had dermatology consultation but the details are not known. No further info was provided.

Manufacturer narrative:
It is not possible to determine the cause of the device overheating without an eval of the device. Additional info will be submitted once the device is returned for eval.